Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial bunionectomy, the tip of 1.7 mm cannulated drill bit broke off while the surgeon was drilling over a 0.8 mm guide wire. It was also reported that the guide wire was bent and the surgeon was drilling at the wrong angle. A small portion of the drill bit was left in the surgical site (retained in the patient) and was visible on x-ray. There was no delay in surgery and was the surgery was completed successfully. The patient was in stable condition postoperatively. This report is 2 of 2 for (B)(4).